Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, high low voltage thresholds were noted on the left ventricular lead. The implantable cardioverter defibrillator was not properly sutured to the tissue in the pocket. The pocket enlarged and the device dropped down; the slack on the lead was not sufficient and the lead dislodged. The physician was not able to reposition the lead so it was explanted and replaced. The device remained implanted. The patient remained asymptomatic and was stable post procedure.